Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and mildly calcified artery. A 28 x 3.00 promus elite drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent strut was defective. No patient complications were reported.